Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor system. The pump passed the operating currents measurement, self-test, unexpected error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 308 mg/dl at the time of the incident. The customer stated that the upper portion of the reservoir compartment was damaged. The customer noticed that the uppermost ring of material around the cartridge area has cracked. The customer was also concerned with the next set change and the pump may not be able to hold the cartridge anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.